Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. On the same day as the event diagnosis, the patient was hospitalized and treated with vancomycin injection (2g, every 5 days, intraperitoneal, ongoing), ceftazidime injection (1g, once daily, intraperitoneal, ongoing) and tobramycin (40mg, once daily, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient was discharged and recovered from the events. Pd therapy was ongoing. No additional information is available.